Event description:
The pt was a 72 year-old male with the following medical history: previous myocardial infarctions, hypertension, diabetes and anemia. The target lesion was the obtuse marginal. The vessel was de novo. There was 99% stenosis. Aha/acc classification of the vessel was a type c. A 2.5 x 23mm cypher stent (lot number i0405112) was implanted in the obtuse marginal at 10atm. Inflation time was unk. The residual % of stenosis was 0%. Procedure details were unk. Approx ten months later, a follow up coronary angiography was conducted and restenosis was observed inside the implanted cypher stent. There was 100% stenosis visually. Because the diameter of the vessel was narrow, the pt was treated with nicorandil. Three days later, the pt was discharged from the hosp in good condition.

Manufacturer narrative:
This device cjs 23250 (lot i0405112) is distributed outside the united states; however it is similar to the united states product cxs 23250. The product remains implanted in the pt and is not available for analysis. Add'l info will be submitted within thirty days upon receipt.